Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and defib cycling without duplicating the report. The log review suggests this could be battery related. The device was recertified and returned to the customer. The battery used was not returned as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI #: added justification for no UDI, this device was manufactured before UDI requirements.